Manufacturer narrative:
Additional information was recieved that the patient's ipg was replaced and the patient was doing well after the procedure. Analysis of the ipg did not confirm the complaint. The device passed all required testing without any discrepancies. However, the battery charge profile indicates frequent and short charge attempts which are characteristics of misalignment or a deep pocket. The device exhibits normal device characteristics.

Event description:
A report was rec'd that the pt was experiencing charging difficulty. A bsn rep attempted troubleshooting but was not successful. An ipg replacement procedure was recommended.

Event description:
A report was received that the patient was experiencing charging difficulty. A bsn representative attempted troubleshooting but was not successful. An ipg replacement procedure was recommended.